Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Neither medical records nor product was provided for review. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Concomitant medical products: 42502806402, femur trabecular metal cruciate retaining (cr) standard porous, 63643666; 42532007102, tibia cemented 5 degree stemmed right size e, 63917427. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was discarded by the user facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision knee arthroplasty approximately one month post implantation due to instability. The articular surface was removed and replaced with a thicker one. No additional patient consequence was reported.